Event description:
Philips received a complaint by the customer on the v60 indicating that a patient disconnect error occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported a patient disconnect error occurred. A remote service engineer (rse) performed remote service with the customer. Per good faith effort (gfe) response, the reported issue was determined to be a user error and there was no fault with the device. No fault with the device. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).